Event description:
The patient contacted animas on (B)(6) 2012, reporting that the keypad buttons were sticking and not always responding. The patient reportedly wore the pump in a pump case on the outside of clothing and did not clean the pump. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that the ok and down arrow keypad buttons were intermittently unresponsive, sticking and required several hard presses to elicit a response. The keypad contacts were not hypersensitive or inverted. There was evidence of keypad contamination found under the keypad buttons.